Event description:
It was reported that during a pulsed field ablation procedure,  when attempting to insert the electrode array into the sheath for insertion into the right inferior pulmonary vein (ripv), the slide control knob could only extend about two-thirds of the way, making it difficult to insert into the sheath. Despite the issues the case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012501234 was returned and analyzed. Visual inspection of the catheter was performed and the catheter was received without the guidewire. The guidewire lumen was received extended and nitinol array wire appeared bent distally to the electrode 1. The slide control function was stiff despite softening of the guidewire lumen using disinfectant to dilute potential dried blood. The sliding stroke was limited at two-thirds of the total slide. X-ray imaging confirmed the nitinol array wire was intact and properly attached at the tip but partially dislodged from the dual lumen. The difficulty extending the guidewire lumen was captured through x-ray imaging as guide wire lumen kinked. Continuity test was performed with multimeter for the returned catheter, the electrical continuity test revealed: an open loop between electrode 3 and connector pin 3, an open loop between electrode 4 and connector pin 4, an open loop between electrode 6 and connector pin 6, an open loop between electrode 8 and connector pin 8. Dissection of the catheter confirmed a kinked guide wire lumen at 2 inches distally from the handle nose. Electrode wires were broken within the shaft at 2 inches distally from the handle nose. In conclusion, the loop catheter failed the returned product inspection due to the nitinol array wire partially dislodged from the dual lumen, guidewire lumen kink, bent nitinol wore, and a broken electrode wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.